Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the pump not recognizing a latched door. The symptom was caused by a cracked front case, which allowed separation between the case and the mechanism assembly. This resulted in excessive force being necessary to close the door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump did not detect a fully latched door. It was also reported that there was no pt injury.